Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that there was noise on the lead. No programming changes were made to the rv lead. The patient was in stable condition.

Event description:
New information received notes the right ventricular lead was capped and replaced on (B)(6) 2022 due to oversensing of noise. The patient was in stable condition.